Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced leaking cartridges and was connecting the cartridge and connector outside of the pump; the customer was instructed on proper filling and to place the cartridge in the pump before attaching the connector. Symptoms included no reported adverse effects. Outcomes included no impact requiring medical care or hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user technique as a probable contributor to leakage, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup technique.